Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date in 1996. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to dislocation and polyethylene wear. The liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - 1996. PMA/510(k) number. Manufacture date ¿ unknown.